Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, it was observed that the right ventricular (rv) lead was dislodged. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.